Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds and noise was suspected. The ra lead was capped, and remains implanted out of service. A new ra lead was implanted. No patient complications have been reported as a result of this event.